Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) unit during drain 3 of 3. The home patient (hp) had disconnected in dwell and the hc went to drain. The hp tried to reconnect when the system error alarm went off. The technical service representative (tsr) had the hp cycle the power to clear the alarms, disconnect and remove the cassette at "load the set". The hp would finish by doing a manual exchange. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.